Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported wear and tear defects were discovered in the vascular sheath during the catheterization process. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed; however, the exact cause is unknown. One photograph of a microintroducer sheath was returned for evaluation. Visual observation of the photograph showed the distal end of a microintroducer sheath. The tip of the sheath was observed to be buckled and folded inward. A slight curve on the shaft of the sheath was also observed in the photograph. While the sheath tip was observed to be damaged, there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. No blood or use residue are observed in the photograph. This complaint will be recorded for future trending and monitoring purposes.